Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013; dtba1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was rapidly depleting due to high threshold measurements of the left ventricular (lv) lead. It was noted that the lv lead had intermittent loss of pacing capture. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.